Event description:
The device was used during an ideal conduit procedure. Reportedly, the instrument did not fire. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.